Event description:
The clinic reported that a patient, previously treated for a laser vision enhancement procedure 4 years ago, now presents with epithelial ingrowth right eye (od). (B)(6) 2011, patient presented for follow-up and again noted blurry vision. The doctor lifted the flap and scraped the bed and back of flap. Ptk (photo refractive keratectomy) treatment was delivered to the back of the flap and stromal bed. This is a recurring event for this patient and two similar events were reported previously: (B)(6) 2011 under mw# 3006695864-2011-00109 and (B)(6) 2011 under mw# 3006695864-2011-00058.

Manufacturer narrative:
(B)(4): epithelial ingrowth. No clinical support or service was requested. Customer reporting incident only. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.